Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates the patient has visually significant posterior capsule opacification, as well as striae. Yag laser capsulotomy scheduled.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported an unexpected outcome on eight patients post aberrometer assisted cataract procedure. It was noted that if the original pre-operative plan would of been followed, the results would have been much closer to the target outcome. Upon follow up, no post-op intervention required. There are eight related reports. This report addresses the patient number seven's left eye and other manufacturer reports will be filed for the remaining patients.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. With no additional, related information provided, the reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. An internal investigation has been opened to address the reported issue. (B)(4).